Event description:
The patient underwent successful stenting of the stenosed right middle cerebral artery. Post procedure the patient was observed to have acute left-sided weakness and was hemiplegic on the left side. Angiogram demonstrated occlusion of the stent and treatment with reopro, intra-arterial tissue plasminogen activator (tpa), recanalization and plavix was administered. Complete revascularization of the occluded segment was achieved and the patient's acute neurological status improved. The patient was reported in stable condition.

Event description:
The patient underwent successful stenting of the stenosed right middle cerebral artery. Post procedure the patient was observed to have acute left-sided weakness and was hemiplegic on the left side. Angiogram demonstrated occlusion of the stent and treatment with reopro, intra-arterial tissue plasminogen activator (tpa), recanalization and plavix was administered. Complete revascularization of the occluded segment was achieved and the patient's acute neurological status improved. The patient was reported in stable condition.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The device is unavailable for evaluation. From the information available, there is no indication that the reported event is related to product specification nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Thrombosis and neurological symptoms are known and anticipated complications associated with these types of procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.